Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER) with a heart rate in the 20 beat per minute range. A review of pacemaker device data indicated that this right ventricular (rv) lead exhibited intermittent loss of capture as observed on the presenting electrogram. Boston scientific technical services (ts) recommended further review to the ER healthcare provider (hcp). The rv lead was subsequently surgically abandoned and replaced nine days later. No additional adverse patient effects were reported.